Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is wearing the infusion set for 10 days. Tandem clinical support informed customer that wearing the infusion set for 10 days, is off label per the user guide. Ultimately, the customer reverted to an alternate form of insulin therapy.